Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that his sensor failed during warm-up and that he did not have an additional wearable for replacement. The patient also did not have a glucometer to use as a back-up during this time. The patient went to work and once he returned home, the patient started shaking and he lost consciousness around 215pm. The patient regained consciousness around 515pm and was told by his neighbor that 911 was called as they noticed he had passed out. Once ems arrived, the patient¿s bg meter reading was 32 mg/dl. The patient was treated with IV dextrose. Ems remained with the patient for the next 30 minutes and then rechecked the patient¿s bg meter reading, which was 74 mg/dl. The patient was not taken to the ER. The patient was feeling better, although sore and tired, at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.